Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red "call doctor" icon. Subsequently, technical services (ts) conducted troubleshooting, power-cycled the communicator, and successfully completed a patient-initiated interrogation. The patient was also advised to contact their clinic regarding the red icon. No adverse patient effects were reported. This pacemaker remains in service. Additional information indicated that the red "call doctor" icon was triggered by right ventricular or single-chamber intrinsic amplitudes being out of range. Furthermore, a lead safety switch (lss) was activated, switching from bipolar to unipolar mode due to right atrial (ra) lead pacing impedances exceeding 3000 ohms. No adverse patient effects were reported. This pacemaker remains in service.